Event description:
The sheath was placed successfully. The pt came back (post procedure) and the pt's arm was swelled up. The pt experienced a sterile infection / reaction. There was no bacteria present. The pt was given a steroid to make the swelling go down.

Manufacturer narrative:
(B)(4). Swelling is not listed in the instructions for use. Sterile infection / reaction is listed in the instructions for use. (B)(4). Event is still under investigation.